Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatments or patient's passing. Manufacture dates: monitor: 12/5/2019, electrode belt: 02122010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that on the day of passing, the patient received 7 treatments from the lifevest. The patient was reportedly in a health care center at the time of the treatments. Review of the patient's download data revealed that at 4:41:12 am, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 210 bpm, and the post-shock rhythm was sinus bradycardia at 30 bpm with pac's, transitioning to sinus rhythm at 60 bpm. At 6:21:33 am, the patient received a second appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 230 bpm, and the post-shock rhythm was sinus rhythm at 20 bpm. At 7:23:11 am, the patient received a third appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm and the post-shock rhythm was sinus bradycardia at 20 bpm with motion artifact and oversensing. At 7:23:56 am, the patient received a fourth treatment from the lifevest. The patient's rhythm both at the time of the treatment and post-shock was sinus bradycardia at 20 bpm with motion artifact and amplitude oversensing. At 11:06:55 am, the patient was treated a fifth time by the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was asystole with motion artifact and cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:14:42 am and 11:15:19 am, the patient received two treatments from the lifevest. The patient's rhythm at the time of both treatments and post shock were obscured by CPR artifact. The electrode belt was disconnected at 11:15:22 am. It was reported that during the event, ems was called and the patient was going to be transferred to the hospital. The patient reportedly passed away in route to the hospital while in the ambulance. The response buttons were not pressed during the event. The CPR and motion artifact and amplitude oversensing contributed to the false detections.